Manufacturer narrative:
The internal investigation into strattice lot sp100279 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no similar complaints reported against the lot and no related deviations or nonconformances revealed during processing associated with the nature of the event. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the (B)(4) devices released to finished goods for lot sp100279, (B)(4) have been distributed. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that the patient underwent an incisional hernia repair on (B)(6) 2016 and was implanted with strattice lot sp100279-159. The surgery was performed at (B)(6) hospital and medical center in (B)(6). After the surgery, the patient returned to the hospital on (B)(6) 2017 and was diagnosed with a recurrent hernia requiring revision surgery. On (B)(6) 2017 the patient underwent revision surgery at (B)(6). The legal documents also contain information that "the patient underwent revision surgery regarding the mesh on or about (B)(6) 2017." Due to the inconsistency in dates within the document, it is unclear if the patient underwent revision surgery on the (B)(6) or the (B)(6); therefore the treatment date has been defaulted to the (B)(6).